Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that a smiths medical set, administration, intravascular leaked during testing. No patient involvement.